Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The xience alpine everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, sion blue, gaia 1; guide cath: hyperion 6f spb3.5, guideliner. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the eccentric, mildly tortuous, non-calcified 95% stenosed, de novo, proximal left anterior descending (lad) artery, the 2.75 x 23 mm xience alpine stent delivery system (sds) was advanced to the lesion but failed to cross. The sds was removed and a non-abbott guideliner was advanced followed by the same 2.75 x 23 mm xience alpine sds but again could not cross the lesion. The sds was removed forcefully and separately from the anatomy and from the guideliner. During removal of the sds, it caught on the guideliner and the distal end of the stent was shortened proximal to the distal balloon marker and the stent struts were found to be flared. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.